Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance measurements with current measurements between 128-140 ohms for the past six months. Isometrics and pocket manipulations were performed. The physician elected to monitor the patient. No adverse patient effects were reported. The lead remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance measurements with current measurements between 128-140 ohms for the past six months. Isometrics and pocket manipulations were performed. The physician elected to monitor the patient. No adverse patient effects were reported. The lead remains implanted and in service. Additional information received indicates that during a routine device replacement procedure lead impedance integrity testing confirmed shock impedances within normal limits. The lead remains implanted and in service.